Event description:
I discovered that in my ehr, my alpha-gal allergy is specifically listed as a 'non drug allergy.' This is wrong. When I tried to contact my dr to get it changed, they said they 'did not see that in their system'. I of course, have no way to know if they were looking at the same thing I was. Bottom line though is that info is in the system somewhere, and it needs to be fixed. This could be a life threatening issue. Http://mycw39.eclinicalweb.com/region6/jsp/100mp/login_otp.jsp.